Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:02 (ce danfoss error) error message," was confirmed during the functional testing and the event log review. The root cause of the reported complaint was a burnt plug at the danfoss module. The most probable root cause of the burnt plug was moisture diffusing into the system and vibration during use, causing contact arcing. The thermogard system was manufactured in 2018 and is over five years old. Upon visual inspection, no physical damage was noted. The event log review indicated multiple tcmid:02 errors, thus, confirming the customer's reported complaint. The thermogard system failed the functional testing during the self-check due to the tcmid:02 error, thus, confirming the customer's reported complaint. The danfoss electronic controller module and its pcb, wire harness assembly, cooling engine, and wire harness assembly, pic 16 were replaced to address the customer's reported complaint. The thermogard xp ivtm system passed the final functional and calibration tests without issues following service. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for thermogard xp ivtm system with sn(B)(6).

Event description:
During the post reanimation treatment using the icy catheter (lot #185527), a 500 ml saline bag got emptied, and the thermogard xp ivtm system (sn (B)(6)) generated an "air trap warning" alarm. No leaked saline was noted on the floor or on and around the system. The customer performed the leak check per IFU and replaced the icy catheter with a new catheter. However, the ivtm therapy could not continue because the thermogard system displayed a tcmid:02 (ce danfoss error) error message. Another thermogard system (sn (B)(6)) was brought; however, the system could not detect the start-up kit (suk) air trap and displayed mid:09 (air trap assembly) error message. The cooling was continued using the cooling packs. The dwell time of the icy catheter was less than 24 hours, suspecting 250ml of saline infusion into the patient's bloodstream. No consequences or impacts on the patient. Please see the following related MFR report: MFR 3010617000-2023-00560 for the icy catheter (lot #185527) MFR 3010617000-2023-00562 for the 2nd thermogard system (sn (B)(6))